Event description:
Pt had device implanted (B)(6) 2011. At a scheduled routine 3 month check of the device, the battery was noted to be completely depleted. Pt required hospitalization and surgical change of the battery. Pt was discharged home after the procedure.